Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:. Visual analysis of the returned device identified: fold creases, curved opening, weight within specification. A microscopic analysis was performed which identified: wear abrasion, a curved smooth opening on posterior side in the same location of crease assessed as fold flaw opening and stress marks assessed as non-penetrating nicks. Based on the device analysis the final assessment is: a crease smooth opening assessed as fold flaw opening.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/oct/17. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "encapsulated", and incision "looks ugly when they raise their arm".

Event description:
Patient reported right side rupture, "encapsulated", and incision "looks ugly when they raise their arm". Patient additionally reported " having accident "which "damaged their spine"; this event is not device related. Device remains implanted.